Event description:
The customer contact reported, the pump was returned to the biomedical engineering dept with an unsigned note that stated, "broken, did not alarm to alert nurse." No tracking info was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.